Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the patient's heart rate began dropping and the patient became hypotensive. The physician believed that the impella was causing mitral regurgitation (mr), so the impella was explanted prior to stent placement.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: impella catheter in papillary muscle ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: warnings & cautions: warnings "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.